Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an treatment procedure, there a guide wire could no longer advance on a catheter. The amplatz super stiff guidewire was introduced into the aorta but was unable to continue advancing over an unspecified catheter. The physician removed all devices together and the procedure was completed with another of the same device. There appeared to be deformations on the extremity of the guide wire. No patient complications were reported and the patient's status is stable. However, device analysis revealed peeled coating.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed coating peeled along the body, and jumped coils at 227.7cm and 237cm from the proximal end. Also the distal end was bent at 241cm and 259.5cm from the proximal end, and there was a kink 246cm from the proximal end. A dimensional inspection was performed and all measurements taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).